Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation.therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis: pain type of procedure: open lumbar l4-5 fusion it was reported that on an unknown date in (B)(6) 2015, post-op, the patient presented with pain. The rod which was implanted in patient, was found slipped completely but the set screws were still intact. The patient did not achieve solid fusion. Physician felt that there was lucency around interbody devices. Revision surgery was done on (B)(6) 2015, in which the screws and the rod were explanted.there was no problem with pedicle screws.